Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 7. Reference MFR report: 1627487-2017-05177, 1627487-2017-05179, 1627487-2017-05180, 1627487-2017-05181, 1627487-2017-05182 & 1627487-2017-05183. It was reported the patient experienced an infection with his pns system. Subsequently, the patient's physician sent the patient to the emergency room for a full system explant.